Event description:
It was reported that during a shoulder procedure using a q-fix all suture anchor, the implant failed to deploy and tension mechanism was not functioning. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.